Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential common femoral artery (cfa) dissection due to direct use against the instructions for use (IFU). The exact root cause was unable to be determined. The likely cause was determined to have been use of a procedural sheath size larger than indicated prior to use of the angio-seal device. The device history record (DHR) was unable to be reviewed as a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
Per literature review: frenzel, f, fries, p, shayesteh-kheslat, r, buecker, a, massmann, a. Single angio-seal vascular closure device for transfemoral access exceeding 8f. Journal of cardiology. 2020. 76:#pages# a retrospective evaluation for off-label use of a single angio-seal-vip 8f vascular closure device (vcd) (terumo interventional systems, somerset, nj, USA) for retrograde transfemoral arterial access exceeding 8f (9f-14f) was performed. In one of the cases, there was a clinically insignificant small cfa dissection after use of an 11 fr sheath. Complication grade: minor, barc 0, previous access: none common femoral artery (cfa) depth: 30mm. Common femoral artery (cfa) calcification: moderate. Body mass index (bmi) 24.5 kg/m2. . Immediate hemostasis was gained prior to the complication developing.

Manufacturer narrative:
Patient identifier: unknown. Date of birth: unknown. Weight: unknown. Ethnicity: unknown. Race: unknown. Date of event: unknown. Lot number: unknown. Expiration date: unknown due to unknown lot number. Implanted date: unknown due to unknown date of event. Explanted date: unknown if the device was explanted. Device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.